Manufacturer narrative:
No product was returned. (B)(6). No information on lot number or manufacture provided.

Event description:
Information received a smith medical cleo infusion set described an event where atheroma at infusion site and required medication along with therapy. Diagnoses of this can cause hardening of arteries , build up pf plaque in blood arteries and risk for rupture of blood clot. Cellulitis was also reported on complaint related to this file. This may be localized but unknown what exact treatment required or if necrotic tissue developed. Additional information is being sought at this time. This file is serious injury reportable until finding further information revealing event did not cause serious injury.